Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 6.0x60mm armada 35 balloon dilatation catheter, the balloon would not hold negative pressure indicating that there was a leak somewhere in system. Multiple attempts made to verify it wasn't user error. An unspecified device was used to complete the procedure. There was no device use or patient involvement. No additional information was provided.